Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies. The reported events of high impedance, noise, and low sensing were not confirmed.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant, noise, high pacing impedance, and low sensing were observed on the right ventricular (rv) lead. The rv lead was repositioned with no resolution. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.